Event description:
Reportedly, the subject programmer is very slow and often freezes when trying to end the session.

Event description:
Reportedly, the subject programmer is very slow and often freezes when trying to end the session.

Manufacturer narrative:
Please refer to the attached analysis report.